Event description:
This is filed to report the clip detaching from one leaflet. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 4+. The annulus was severely dilated and the leaflets were frail. The imaging was challenging, visualization was not possible. A clip was advanced and implanted. A second clip was implanted and a single leaflet device attachment (slda) occurred. The clip detached from the anterior leaflet. The physician believes the slda occurred due to the patient anatomy. Another clip was not placed due to poor visualization. A total of 2 clips were implanted reducing the mr to 2+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported single leaflet device attachment (slda) was due to challenging patient anatomy. The cause of the reported poor image resolution was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.